Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified yellow particles in the shell, a curved opening, wear abrasion, fold creases, and weight within specification. A microscopic analysis was performed which identified a curved striated opening on the posterior side assessed as surgical damage. Based on the device analysis, the final assessment is a curved striated opening assessed as surgical damage consistent with the use of a surgical tool. .

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photograph(s) was unable to identify any unique and/or unusual observations of the device. Red biological tissue observed. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device has been explanted.